Manufacturer narrative:
H3: product analysis of part # 6550017, lot # k25a1044 - visual and optical inspection confirmed the break off tab of the screw is jammed in the bent extender. The damage to the extender appears to be from overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l1/2/5/s fixed in the percutaneous pedicle screw for pyogenic spondylitis. It was reported that when tried to fold the tab in the surgical field, the tab broke in the middle, not the base of the screw head. Pressure was applied with the tab-breaking instrument without fully inserting it down to the base of the screw. There were no patient symptoms reported. There were no further complications reported regarding the event.